Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump. The caller was instructed to contact technical support again if the malfunction code reappeared, which they acknowledged and understood.